Event description:
The facility's biomed reported an infusion pump with a failure code 813:01. No pt injury or medical intervention was reported by the biomed. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no additional info was available. Additional contact info was requested but no additional contact was identified.